Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was started on low-molecular-weight heparin on (B)(6) 2016. On (B)(6) 2016 the patient had hematuria. There was an increase in bilirubin, lactate dehydrogenase, and brain natriuretic peptide levels. Pump thrombus was suspected. The patient continued on aspirin and warfarin, fluid replacement, low-molecular-weight heparin, and pump speed increase was conducted resulting in no exacerbation. No further information was provided.

Manufacturer narrative:
The device remained implanted and the patient remained ongoing on vad support until a routine heart transplant was performed on (B)(6) 2016. A direct correlation between the pump and the reported event could not conclusively be established through this evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.